Event description:
(B)(4).

Manufacturer narrative:
The technician performed the investigation and the account stated that the pt in this bed was moved to a room that had a video camera because they had wandering issues. The technician was able to review the video and saw that the pt stood up and was walking around on the bed. After a few minutes passed, the pt fell from the bed. The pt position module was armed and once the pt had fallen, the pt position module started to alarm. There was no injury reported due to the fall. The technician was able to do a function check on the pt position module and scale functions and found that the bed was functioning as designed, no repair was needed.